Event description:
Pt reported that they have been having concerns with high blood glucose for the last month. Pt stated that their blood glucose reached >400 mg/dl and they had to take insulin injections to bring their blood glucose down. Pt stated that they experienced higher blood glucose after changing their insulin cartridge and infusion set tubing. Pt stated that their blood glucose is 445 mg/dl today and they feel the device is at fault. No error messages were generated by the device.